Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula was not observed to be bent or kinked and measured within specification. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated. A leak test and fluid path testing found no blockages or leaks in the entire fluid path. The full fluid path was inspected and no evidence of leakage was observed.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.5 mmol/l (405 mg/dl) while wearing the pod between 4 and 24 hours on the leg. Insulin was noticed to be leaking out. The pod was removed, and the cannula was noted to be bent and stuck on the adhesive pad. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.